Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a diminished amount of insulin was observed exiting the cartridge pigtail while priming the system. Customer's blood glucose was approximately 300 mg/dl. Reportedly, admelog insulin was used in the cartridge and tandem technical support educated customer that admelog was not labeled for use with the pump. Customer loaded new pump supplies and insulin delivery was resumed.